Event description:
Rn and family member of home pt (hp) report calling baxter technical service center for assistance during dwell 1 of apd treatment. Family member of hp reports drain effluent was cloudy and bloody, and that hp's back "hurt". Family member reports hp's unit rn has instructed hp to go to hosp. Family member reports hp has been diagnosed with peritonitis. Unit rn mgr reports hp was admitted into hosp that night as a "23 hour hold". Rn reports hp was treated with vancomycin 15mg for ten days i.p. Rn reports hp has responded to treatment. Unit rn and rn mgr report they "assume" hp did not use proper aseptic technique during treatment. No product failure indicated by rn.